Manufacturer narrative:
Date of event is estimated. D6a- date of implant- unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 extensions; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity coiled ext kit, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6174238.

Event description:
It was reported that the patient has twiddler's syndrome and twisted their right dbs ipg in the pocket leading to ipg migration and lead extension fracture. As a result, surgical intervention took place where in the ipg was replaced and repositioned. Additionally, patient's right lead extension was also explanted and replaced during the procedure to address the issue. It is unknown which lead extension was fractured.